Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion as soon as the start button was pressed. Per reporter, no occlusion was noted in the tubing. A continuous infusion rate of 4.4 ml per hour had been programmed with a total reservoir volume of 200 ml. The air detector and upstream sensor had been turned on, length of infusion was set to 46 hours, but none was infused. A closed system transfer device was not used to fill the cassette, and the pump was not used to prime the extension tubing. No patient harm was reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.